Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that it revealed no complaint related anomalies. The (DHR) shows this lot of dhs / dcs lag screws was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) construct was inserted during a hip fracture repair. Lag screw was inserted, but plate was not able to be placed over it. Lag screw was removed and an alternate lag screw was inserted. Surgery was completed successfully with a one hour delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition for the 280.900 lot number 7516917 dynamic hip screw/dynamic condylar screw (dhs/dcs) lag screw and 338.23 lot number 7416972 dhs/dcs guide shaft with flats was likely caused by improper alignment of the flats of the dhs plate and lag screw; however, this complaint is not a result of any design related deficiency. The 280.900 dhs/dcs lag screw and 338.23 dhs/dcs guide shaft with flats are devices routinely used in the dhs/dcs dynamic hip and condylar screw system. The returned lag screw is in fairly good condition with some wear showing on the distal threads consistent with insertion. The device was manufactured in october 2013 and is over a year old. The device was returned and reported to have been unable to fit inside the barrel of a dhs plate. This condition is unconfirmed; however, the proximal end of the lag screw shows several scratches on exact opposite sides of the rounded portion of the shaft. These scratches are indicative of trying to force the flats of the dhs plate onto the rounded portion of the lag screw which would prevent the plate from sliding on top of the lag screw. It is likely that this improper alignment of the flats of the lag screw and dhs plate has led to this complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned 338.23 dhs/dcs guide shaft with flats was received in fairly good condition with some minimal scratch marks and slight deformation of the distal prongs. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The device was manufactured in august 2013 and is over a year old. The guide shaft fits appropriately with the returned to dhs lag screw and does not appear to have contributed to the complaint description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that another device was said to contribute to the one hour surgical delay. The sales consultant could not confirm detailed information; he stated the dhs guide shaft was not fitting with the other reported parts. The lag screw and the guide shaft will be sent back for evaluation. There is no additional information at this time. This is report 1 of 3 for (B)(4).